Event description:
It was reported that the patient had hole in the left cylinder of the inflatable penile prosthesis(ipp). The ipp pump was removed and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a hole in the left cylinder of the inflatable penile prosthesis(ipp) due to a needle puncture through suture. The ipp pump was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed

Manufacturer narrative:
Needle puncture was reported. The ams700 device was visually inspected. There was a leak in one cylinder that was the result of a sharp instrument. There was a leak in the other cylinder that was the result of a sharp instrument. The pump was not functionally tested due to the cylinder leak. Review of the manufacturing records for batch 1000153612 container 22557133-001 confirmed that there was a total of 1 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 1 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient inflatable penile prosthesis(ipp) had a hole in the left cylinder due to a needle puncture through suture. The ipp pump and cylinders were removed and replaced with a new one. No further complications were reported in relation to this event.